Event description:
The customer contact reported that sparking was noted inside the clear plastic housing at the male end of the ac power cord. The pump was returned to the clinical engineering department with an unsigned note that stated, "spark seen inside the clear plug." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, sparking was noted inside the clear plug on the male end of the power cord when the power cord was plugged into the ac power outlet. The customer contact indicated that the "hot blade" was loose and the clear plastic housing was "kind of dingy-looking." There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all information known by the reporter upon query by hospira personnel. (B) (4)